Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: helix disengaged from helical channel. Blood/body fluid was present in the distal conductor (not obstructed) at electrode end and in helix mechanism (including sleevehead). The lead was received with the helix fully retracted and helix had been over-retracted, which most likely contributed to the helix issue.

Event description:
It was reported that during implant attempt, the screw mechanism failed. The lead was removed and replaced with a same mode lead uneventfully. No patient complications have been reported as a result of this event.